Event description:
Mattress pad does not work. Co told rptr to use it for 90 days and if it did not work it could be returned. If returned prior to 90 dyas, 100 dollars would be charged. After 3 weeks there was no improvement, so rptr called co but was unable to contact them. The answering machine was full. Neither the better business bureau nor atty general of state have been able to contact co. The co has left their office. The mattress pad was purchased at an invitation dinner where co demonstrated the mattress. The dinner was given at a restaurant.